Manufacturer narrative:
(B)(4). Investigation summary: one sample of was received for quality investigation. The sample was connected to a syringe and priming attempted, however, no flow was allowed through the sample. A device history record review for model 10014914 lot number 20075210 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customers complaint of the tubing defective / damaged was verified by testing. Root cause description: the root cause of the issue was a vendor supplied component was not manufactured correctly. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as syr psd microbore was blocked/occluded and would not prime. The following information was provided by the initial reporter: "will not prime line meets resistance before disc."